Event description:
I have begun using newly prescribed hearing aids resound pixel mini bte pl60-di for both ears for bilateral hearing loss, sensorineural and old age hearing problems. If found that intermittently I was not hearing well with the new hearing aid and could not hear the beeps even that allowed me to know which program I was using. It appeared very delicate and positional. Very frustrating, because unless I held the tubing attached to the hearing aid in a particular fashion and position the hearing aid, did not function. Also, unless I periodically tested the program it was in it did not allow me to determine that the hearing aid was not properly functioning. After 2 visits to the audiologist and hours of frustration it was determined that the tubing attachment had a narrowed opening or channel at the curvature and was not allowing air - noise - to properly enter the hearing aid. I am concerned many more pts may be unknowingly not getting the benefit of their hearing aid...it has now taken several replacements of the tubing to correctly get the design tubing to be correct. This appears to be a flaw in the design that significantly affects pt care and therapy.